Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the fill chamber of the device was not filling. Per operational and diagnostic, this complaint can be confirmed. During evaluation, the left side door was found to be broken. Unrelated to the reported problem, physical damage was observed on the lower console assembly. The left side door and the lower console assembly were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The broken left side door is identified as the root cause of the reported problem. With the available information, we cannot determine the root cause of the physical damaged observed on the lower console assembly. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that the fms vue pump's fill chamber is not filling. The procedure was a shoulder surgery and was completed with another fms pump with no patient harm or surgical delay to the case.